Manufacturer narrative:
Photos provided by the customer showed fluid leaks/drops onto a chuck/absorbent disposable cloth from the 0.2 micron adult filter of a set model 20027e. It was observed that the filter's lower air vent membrane was wetted/compromised. No other obvious issue was observed. The root cause was not identified. The device history record for model 20027e lot 20037029 shows the set was manufactured on 25mar2020 with a total of 8,803 units. There were no quality notifications issued during the production build of this set.

Event description:
It was reported that etoposide was prepared and sent out primed for nursing administration using a primary set, filtered extension set, and spiros close system transfer device (cstd). It was then delivered to nursing unit's medication room in an unrefrigerated state, as etoposide is to store at room temperature. It was noted that the medication has been leaking little drops from one of the air holes of the filter and the evening pharmacist was notified of the issue. The bag was remade and the infusion was rehung at 2115. According to the rn, it was found leaking again and only the filtered set was changed at around 0200. In the following morning, the day pharmacist was notified that it was leaking again and the bag was remade. The pharmacist further inspected the filter and found that the it appeared oversaturated as one of the white circle (air pocket) is more saturated, and where the leak came out from. It was further stated that although the filtered set should last 72 hours per manufacturer, it appears that it has been lasting closer to about four to six hours when running a 24-hour infusion. There was no patient impact. The customer provided photos of the set.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that etoposide was prepared and sent out primed for nursing administration using a primary set, filtered extension set, and spiros close system transfer device (cstd). It was then delivered to nursing unit's medication room in an unrefrigerated state, as etoposide is to store at room temperature. It was noted that the medication has been leaking little drops from one of the air holes of the filter and the evening pharmacist was notified of the issue. The bag was remade and the infusion was rehung at 2115. According to the rn, it was found leaking again and only the filtered set was changed at around 0200. In the following morning, the day pharmacist was notified that it was leaking again and the bag was remade. The pharmacist further inspected the filter and found that the it appeared oversaturated as one of the white circle (air pocket) is more saturated, and where the leak came out from. It was further stated that although the filtered set should last 72 hours per manufacturer, it appears that it has been lasting closer to about four to six hours when running a 24-hour infusion. The customer provided photos of the set.